Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Total number of events ¿ (B)(4) gynecare prolift +m anterior pelvic floor repair system - (B)(4). Gynecare prolift +m pelvic floor repair system - (B)(4). Gynecare prolift +m posterior pelvic floor repair system - (B)(4). Gynecare prolift +m total pelvic floor repair system - (B)(4). Gynecare prolift anterior pelvic floor repair system - (B)(4). Gynecare prolift pelvic floor repair system - (B)(4). Gynecare prolift posterior pelvic floor repair system - (B)(4). Gynecare prolift total pelvic floor repair system - (B)(4). Gynecare prosima pelvic floor repair system - (B)(4). (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2015 supplemental 08.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015. Supplemental 11 - attachment: [(B)(4) otp supplemental 11.xlsx].

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4), reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2015 through (B)(4) 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2015 through november 30, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2015 through november 30, 2015.